Event description:
It was reported that the user experienced two low glucose readings of 59 and 65 with unclear cause and treated each episode with approximately 8 ounces of apple juice, consistent with oral glucose administration. Symptoms included hypoglycemia with shaking or tremors. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.